Manufacturer narrative:
(B)(4).

Event description:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter passed all testing. The reported inaccurate result issue could not be reproduced. Unrelated to the primary issue, the meter was found to have a white residue on the display. Due to the secondary issue found during product investigation, this complaint is being reported. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.